Event description:
It was reported that a patient became unresponsive during a (B)(6) study. Under fluoroscopy 1 cc of fluid was aspirated out (they could not get 2 cc back) and using ¿omnipague¿ radiopaque dye injected 2 ml and reprimed the catheter with 0.21 ml. The patient became unresponsive 13 minutes into the priming process. The reporter noted that the patient was ¿ambu-bagged¿ and received two doses of narcan. The patient was reportedly now doing ok. The pump was currently in stopped pump mode, which was recorded in a printout following programming. The reporter initially thought she needed to use the password to stop the pump. The healthcare professional (hcp) was questioning if there was a problem with the catheter, and wondered about a ¿possible solidification within the catheter because of the high concentration or a possible fracture in the catheter tubing.¿ the drug was from a compounding pharmacy and they double checked concentration. The patient has not had a bad reaction to dye in the past. The pump was used to infuse fentanyl. Further follow-up was being conducted to obtain additional information about the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was doing well on half the dose. The dye study was ¿text book.¿ at that time, they were leaving the patient at 300 of fentanyl, and she could have a maximum of 400/day if she used all the blouses. The patient was symptom free.

Manufacturer narrative:
(B)(4).